Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/02/2016. The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings. A review of the alarm history showed a call service 078 alarm and was duplicated. Internal moisture damage on the motor flex connector caused the motor to not function properly and further testing could not be performed.